Event description:
Perfluoron was used during retinal detachment procedure. Product is supposed to come out as one solid drop when administered. This specific lot left multiple residual micro bubbles of product on this and another procedure. All perfluoron kits with lot number 10pv0 were sequestered and manufacturer made aware of issue.